Manufacturer narrative:
Correction to section h device manufacturers only. Field h1, type of reportable event.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended. This device was explanted and has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended. This device was explanted and has not been returned for analysis. No additional adverse patient effects were reported.